Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the posterior communicating artery (pcom) using penumbra smart coils. During the procedure, a smart coil would not advance within its introducer sheath; therefore, it was removed. The procedure was completed using a new smart coil. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 17.5, 101.0, 136.0 and 139.0 cm from the proximal end. The pusher assembly was fractured approximately 137.0 cm from the proximal end. The pusher assembly mid-joint was positioned proximal to the introducer sheath friction lock. The embolization coil was undamaged and detached from the pusher assembly distal detachment tip (ddt). Conclusions: evaluation of the returned smart coil revealed the pusher assembly mid-joint was positioned proximal to the introducer sheath friction lock, pusher assembly kinks and a fracture. If the pusher assembly is retracted proximal to the introducer sheath friction lock, resistance may be experienced during advancement. Subsequently, if the device is forcefully mishandled while advancing against resistance, damage such as a kinked pusher assembly may occur. If a kinked device is further manipulated, the kink may worsen to a fracture. Further evaluation revealed a detached embolization coil. If the pusher assembly fractured segments are separated, the pull wire may retract out of the pusher assembly ddt causing the embolization coil to detach from its pusher assembly. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.